Manufacturer narrative:
Additional information was received indicating that 4 years and 3 months post implant of this bioprosthetic valve, it was explanted and replaced due to patient prosthesis mismatch. This valve was too small for the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 4 years and 3 months post implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.